Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection confirmed the tip of the accord dual ended hex driver is broken off and has not been returned. The device shows significant signs of wear/usage. A medical investigation was conducted and confirms this case reports that the tip of the hex driver broke during use inside the patient. Per complaint details, the piece was recovered from the patient. The procedure was completed without patient injury using a backup device, without delay. Since no patient harm is alleged, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a thr procedure the tip of the accord dual ended hex driver broke off during tightening. All pieces recovered. No delay, there was a s&n back up device to complete the procedure. No other complications reported at this time.